Event description:
It was reported that during a trans-hiatal esophagectomy, the clips were not forming properly and spitting out of the device. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.